Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the remote desktop could not be completed, however troubleshooting found that the interface (umbilical) cable was responsible for the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the viewing station of the imaging system and imaging system were not establishing communication. An initialization prompt appeared on the imaging system. Restarting the imaging system did not resolve the reported issue. The issue occurred prior to the beginning of a procedure, however the site elected to complete the procedure without use of navigation and the imaging system and used a c-arm for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that an open occurred between two pins as well as a second open between additional pins.